Manufacturer narrative:
Visual inspection of the product: organic deposits inside the reservoir colud be determined. Permeability test: all components are permeable. Summary of the investigation results: based on our investigation results, we can determine visible deposits in the reservoir. The deposits had no effect upon the specifications at the time of the examination. The reservoir operated within all specifications. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. The investigation of the catheter showed no abnormalities or deviations. The product operated within all specifications. A defect at the time of release can be excluded. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. The examination of the return has been completed with the drafting of this report.

Event description:
It was reported that a sprung reservoir (# fv043t - only an assumption) was implanted. According to the complainant, the reservoir caused a blockage. The patient underwent a revision procedure. No patient complication were reported as a result of the surgical intervention.